Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation of the device at the collar, with the ptfe fully pulled out from the collar area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based device analysis completed on 23jan2017 it was reported that a guidezilla deformation occurred. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the entry part of the guidezilla got deformed when a non bsc device was inserted. The procedure was completed with this device. No patient complications were reported. However, device analysis revealed a complete separation of the device at the collar.